Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using ultraverse 035. During the procedure, after flushing the guidewire lumen and inserting the balloon, the surgeon found that the tail end of the balloon was significantly bent. An attempt was made to insert it into the sheath, but the bending became more severe during delivery. Reportedly balloon allegedly got stuck in the sheath. The surgeon then retrieved the balloon, which was close to breaking, and selected another product of the same model to complete the surgery. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 dilatation catheter received for evaluation. Upon visual inspection, the device was received in two segments with a break on the catheter shaft. Segment 1 consists of the balloon and a portion of the catheter. It was noted there was indentations on the catheter shaft near the balloon joint. Segment 2 consists of the remaining catheter shaft of the device and y-body. As the device was returned in multiple segments, functional testing was not performed. One photo was provided and reviewed. The photo shows the ultraverse 035 device was detached into two segments. The detachment was noted near to the proximal end of the balloon. No other anomalies were noted. Therefore, the investigation is confirmed for the reported material deformation as indentations was noted on the catheter shaft near the balloon joint. Also, the investigation is confirmed for the identified detachment as device was detached into two segments. The investigation is inconclusive for the reported sheath insertion issues as functional testing could not be carried out due to the condition of the device returned. A definitive root cause for the reported sheath insertion issue, material deformation and identified detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using ultraverse 035. During the procedure, after flushing the guidewire lumen and inserting the balloon, the surgeon found that the tail end of the balloon was significantly bent. An attempt was made to insert it into the sheath, but the bending became more severe during delivery. Reportedly balloon allegedly got stuck in the sheath. The surgeon then retrieved the balloon, which was close to breaking, and selected another product of the same model to complete the surgery. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.